Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a piece of white septum in the syringe. A new cartridge and syringe was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was 123 mg/dl.